Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her vision is good except she sees halos when looking at lights. She also reported she could be allergic to the iols. She reported that her lower lids have a few styes and that her eyes are watery, itchy and burning. In a follow-up, the surgeon reported that he has not seen the pt for three months and stated that he does not feel the pt is allergic to the iols. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/01/2009 and 12/02/2009 by phone, fax, and mail. A completed questionnaire was received on 12/11/2009. (B) (4). (B) (4). (B) (4).